Event description:
Radiance is used as a data exchange and processing interface between a blood gas analyzer and the hospital or laboratory information system (hlis). For the radiance software version #2.62, we have identified a problem in the software, which may cause results to be handled incorrectly. A customer printed a patient report, and noticed that a previous result was missing from the history section of the patient report. Reviewing the data management file for the patient showed that the missing result was associated to another patient.

Manufacturer narrative:
A technical bulletin (service tip) will be issued in order to notice it specialists not to change the primary storage method without removing all results. Additionally training of the it specialists will be performed. Add'l catalog# 914-426.